Event description:
The patient's physician received a message from the patient's wife that the patient expired. The cause of death was not reported. The physician's office attempted to contact the patient's wife for the patient's cause of death, but were unable to reach her. The cause of death was reported to be unrelated to the implanted system. The device system was used to deliver baclofen.